Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, (B)(6) 2014; dtba1d4 ICD, (B)(6) 2014; 429688 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. A temporary lead was placed and attached to an external pacemaker as the patient is pacemaker dependent. No further patient complications have been reported as a result of this event.